Event description:
I had my left hip replaced with a depuy pinnacle hip in 2004. I have been experiencing pain and disability with the hip, my doctor has determined that I have high levels of cobalt and chromium in my blood. He recommends that I have a revision hip arthroplasty, because my hip has failed, it needs to be replaced. On pain medication.